Event description:
It was reported that insyte autoguard winged yel 24ga x .75in catheter will not screw into the hub. The following information was provided by the initial reporter: material no: 381512 batch no: 0238541 . It was reported the catheter will not screw into any hub.

Manufacturer narrative:
Investigation summary: received one used 24ga bd insyte autoguard winged accompanied by an opened unit package from lot 0238541 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the adapter threads and connector were damaged. The damage was to the outer threads of the luer could prevent a successful connection as initially reported. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment of the adapter to relative to the manufacturing equipment. The DHR for lot 0238541 has been reviewed. This lot was built on afa line 4 from (B)(6) 2020 through (B)(6) 2020. And packaged on pkg line 10 from (B)(6) 2020 through (B)(6) 2020 for the quantity of (B)(4) units. No related quality issues or process deviations were found.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard winged yel 24ga x .75in catheter will not screw into the hub. The following information was provided by the initial reporter: material no: 381512, batch no: 0238541. It was reported the catheter will not screw into any hub.